Event description:
It was reported that the image of the rigid video scope was blurry. The issue occurred when preparing the device for use. There were no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.